Event description:
Boston scientific received information that during a follow up the lead safety switch had come up when interrogation of the device took place. This right ventricular lead daily measurements showed out of range pacing impedances. The unipolar configuration showed impedances of 200 ohms while bipolar configuration showed out of range pacing impedances. This lead was left in unipolar configuration and a chest x-ray was booked before scheduling a possible right ventricular lead review/replacement. A lead fractured was alleged. No adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a follow up the lead safety switch had come up when interrogation of the device took place. This right ventricular lead daily measurements showed out of range pacing impedances. The unipolar configuration showed impedances of 200 ohms while bipolar configuration showed out of range pacing impedances. This lead was left in unipolar configuration and a chest x-ray was booked before scheduling a possible right ventricular lead review/replacement. A lead fractured was alleged. No adverse patient effects were reported. The device was explanted and returned for analysis.